Manufacturer narrative:
The reported telemetry anomaly was not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that prior to device implant the device was unable to be interrogated. Rf failed. The device was not implanted and a new device was implanted with no issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun.